Event description:
The customer reported to olympus, during preparation for use, the evis exera iii colonovideoscope had four samples that were contaminated. On 27sep2023, the total flora was less than 25 colony forming units (cfus) of rothia mucilaginosa. On 03oct2023, the total flora was less than 25 cfus of pseudomonas aeruginosa. On 17oct2023, the total flora was less than 25 cfus of niallia circulans, pseudomonas aeruginosa, rothia mucilaginosa, rothia dentocariosa, and neisseria species pluralis (spp). On 31oct2023, the total flora was less than 25 cfus of micrococcus luteus. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause. This report is related to the following linked patient identifiers: (B)(6).

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation and the legal manufacturer's final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Sampling from: all channels. Cfu: <1cfu. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: charged coupled device cover lens --- discoloration. Bending section rubber glue --- worn out. Connecting tube ---wrinkle 10mm from glue. Suction cylinder ---scratched. Specified angle and orientation achieved---155/155/150/145. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the same bacteria were detected from the same sampling location in the first microorganism test and the additional test. Therefore, reprocessing may have been conducted insufficiently. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Olympus will continue to monitor field performance for this device.

Event description:
Correction to b5 of the initial report: the user provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Sampling from: all channels. Cfu: 58cfu. Bacterial identification: pseudomonas aeruginosa. Sampling date: (B)(6) 2023. Sampling from: all channels. Cfu: >80cfu. Bacterial identification: pseudomonas aeruginosa. Sampling date: (B)(6) 2023. Sampling from: all channels. Cfu: 28cfu. Bacterial identification: pseudomonas aeruginosa.

Manufacturer narrative:
Correction: d8 was inadvertently omitted from the previous reports.

Manufacturer narrative:
Correction to b5 and h10 of the first supplemental report. The customer culture results, olympus culture results and device evaluation for related complaint with patient identifier (B)(6) was incorrectly transposed. Please see h6 for updated information, b5 and h10 for corrected information. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Sampling from: all channels. Cfu: 2cfu. Bacterial identification: micrococcaceae. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: distal end cap cover --- insulation < threshold. Lens glue(3x) --- chipped. Bending section rubber glue ---separated. Scope cover --- broken. Switch box unit ---cracked. Universal cord --- wrinkle. Angulation --- less or specified value. Angulation --- play. Charged coupled device unit --- white dots. However, these defects alone are not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.

Event description:
Correction to b5 of the first supplemental report. The user provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Sampling from: all channels. Cfu: >80cfu. Bacterial identification: rothia mucilaginosa. Sampling date: (B)(6) 2023. Sampling from: all channels. Cfu: >80cfu. Bacterial identification: pseudomonas aeruginosa. Sampling date: (B)(6) 2023. Sampling from: all channels. Cfu: >80cfu. Bacterial identification: niallia circulans, pseudomonas aeruginosa, rothia mucilaginosa, rothia dentocariosa, neisseria spp. Sampling date: (B)(6) 2023. Sampling from: all channels. Cfu: 4cfu. Bacterial identification: micrococcus luteus.